Event description:
It was reported that there was intermittent undersensing of p-waves with the atrial lead. Therefore the atrial sensitivity was adjusted and no other undersensing was noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information with the programmer printout shows dropped atrial sense markers.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead 2009 (B)(6). (B)(4).